Event description:
Disconnection of IV set reported. Report received from abbott international affiliate, abbott france which states: "disconnection of different parts of the set at the level of the y-site injection. It occurred on 2 sets." Additional pt info has been requested, but no further info has become available.